Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0154517. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs cannula was too long. The following information was provided by the initial reporter: material no: 324912; batch no: unknown. It was reported that some of the syringe needles are longer and some are bending. Also, there are air bubbles when drawing and pain when injecting. Stated, at least 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Consumer stated, getting "air bubbles" when drawing insulin. Stated, finding different needle lengths and bags of 10. Stated, experiencing a lot of pain when taking injection. Stated, at 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Stated, some of his friends are experiencing same issues but never reported it. Stated, more than a few boxes of the last couple of years have given him problems.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated to include the batch number. D.4. Medical device lot #: 0154517. D.4. Medical device expiration date: 2025-06-30. H.4. Device manufacture date: 2020-06-02.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs cannula was too long. The following information was provided by the initial reporter: material no: 324912, batch no: 0154517. It was reported that some of the syringe needles are longer and some are bending. Also, there are air bubbles when drawing and pain when injecting. Verbatim: stated, at least 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Consumer stated, getting "air bubbles" when drawing insulin. Stated, finding different needle lengths and bags of 10. Stated, experiencing a lot of pain when taking injection. Stated, at 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Stated, some of his friends are experiencing same issues but never reported it. Stated, more than a few boxes of the last couple of years have given him problems.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs cannula was too long. The following information was provided by the initial reporter: material no: 324912 batch no: unknown it was reported that some of the syringe needles are longer and some are bending. Also, there are air bubbles when drawing and pain when injecting. Verbatim: stated, at least 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Consumer stated, getting "air bubbles" when drawing insulin. Stated, finding different needle lengths and bags of 10. Stated, experiencing a lot of pain when taking injection. Stated, at 20 -25% of the time, he has some issue with the syringes and he's thinking about switching brands. Stated, some of his friends are experiencing same issues but never reported it. Stated, more than a few boxes of the last couple of years have given him problems.